Event description:
Infusion device used to administer vancomycin. Device is designed to administer 100 ml over 60 mins. The device was used because it is important that vancomycin be infused over at least one hr to avoid rate related side effects. When filled with 100 ml of vancomycin 1 gm in ns the device consistently infused 100ml over approx 40 mins. Pharmacist retrieved the device and under controlled conditions in the lab consistently duplicated the 40 min infusion time.